Event description:
Knee arthroscopy on 4/29/96. Following day a routine knee x-ray showed a foreign body in knee. Pt returned to or on 5/2/96 and foreign body was removed. Surgeon felt foreign body was part of cautery from device used on monday's procedure.